Manufacturer narrative:
A getinge service representative confirmed that the serial# of the involved iabp is (B)(6).

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) was plugged in and providing therapy to a patient. Upon removing the plug from the wall the iabp indicated that it was shutting down. Staff plugged it back into the wall and avoided the pump shutting down. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) was plugged in and providing therapy to a patient. Upon removing the plug from the wall the iabp indicated that it was shutting down. Staff plugged it back into the wall and avoided the pump shutting down. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp. As previously reported, the iabp was pulled out of service by their biomed and replaced with a rental iabp, which was meant to be with them until arrival of the new iabp that was ordered. A getinge service representative attempted to obtain additional information from the customer on this complaint event; however, no response has been received. A supplemental report will be submitted if pertinent information is provided to us in the future.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) was plugged in and providing therapy to a patient. Upon removing the plug from the wall the iabp indicated that it was shutting down. Staff plugged it back into the wall and avoided the pump shutting down. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. The iabp was reported to be pulled out of service as new equipment was ordered. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient the cs100 intra-aortic balloon pump (iabp) was plugged in and providing therapy to a patient. Upon removing the plug from the wall the iabp indicated that it was shutting down. Staff plugged it back into the wall and avoided the pump shutting down. There was no harm or injury to patient and no adverse event was reported.